Event description:
New information received noted that after the device was reprogrammed, a high pacing impedance measurement alert was delivered again. At further follow up, all electrical values were in range. The patient will be monitor. Patient medical condition is good.

Event description:
It was reported that the patient presented in clinic after out of range lead impedance alert was received via remotely. High pacing impedance measurement was note during arm movement. The device was reprogrammed and the lead remains implanted.

Event description:
New information received noted that during a follow up, low sensing was observed. The patient medical condition is good and monitoring will continue.

Event description:
New information received notes that suspected malfunction on proximal part of rv coil was observed via fluoroscopy. The physician elected to open the pocket to check the lead and connection. No anomalies were observed after extensive testing and the pocket was re-closed. The patients medical condition was good and monitoring will continue.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that noise was observed via remote transmission. Further lead evaluation was recommended.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.